Event description:
On (B)(6) 2012, the user facility reported that pseudomonas aeruginosa were identified from 16 patients. The facility also reported that the device was tested because the patients received endoscopic diagnosis using the device before and same bacteria was detected in the sample which collected from distal end the device. The microbiology test for patients had been reportedly conducted since (B)(6) 2012. At a later time, olympus received additional information that during outbreak, the user facility had 24 patients with vim-2 pseudomonas. In 22 patients the ercp was performed with one of tjf-q180v in use at that time.

Manufacturer narrative:
This report is being submitted upon further review of the MDR complaint filed on (B)(6) 2012 (MFR#8010047-2012-00157). It has been determined that 21 additional mdrs are needed to account for the reported number of patients allegedly infected by the scope. Please cross reference these associated complaints: 8010047-2015-00157, 8010047-2015-00216, 00217, 00218, 00219, 00220, 00222, 00223, 0024, 00225, 00226, 00227, 00228, 00229, 00230, 00232, 00233, 00234, 00235, 00236, 00237. The independent laboratory, (B)(6), conducted disassembly of the tip of the subject device and biological sampling from parts disassembled. It was found that the brownish deposits were visible on both side of the o-ring (patient side and cavity side). Sampling from the distal end cover was positive for miv-pseudomonas. Some parts of the tip disassembled were returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation found that some parts of the tip were discolored to a brown color, and elemental analysis showed that it was oxidized stainless steel. The ft-ir spectroscopy showed that there was no component relating to pseudomonas aeruginosa found from samples. Based on omsc's investigation, the brownish deposits on the o-ring were metal particles due to repeatedly manipulating the forceps elevator, and are not human origin. The instruction manual instructs to flush the vicinity of the elevator forceps with detergent solution and raise the forceps elevator to an angle of approximately 45 degrees when using automated endoscope reprocessor to clean and disinfect the back of the forceps elevator sufficiently. According to the investigation report by subsidiary body of (B)(6), it was not evident from the information provided by the user facility that the above two instructions were acknowledged and followed. It is not possible to establish to what extent the two factors, which are the design of the scope and the failure to follow fully the cleaning instructions, contributed towards the outbreak of positive vim pseudomonas. The cause of the patient infection could not be conclusively determined.